Manufacturer narrative:
H10: through follow-up communication with livanova field service representative it was learned that patient pump 2 was replaced since it was noisy. Based on the available information and taking into account the investigation results of similar events, the most likely root cause of the reported issue is associated to patient pump damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (causes related to environmental conditions). This led to damage the distribution board.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, patient pumps 1, 2 and distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient pump. The issue occurred in priming. There was no patient involvement.